Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had occlusion of the subclavian vein and experienced pain and swelling. The right ventricular lead was explanted on 9/16/2015. There were no complications related to the procedure and the patient was fine post procedure.